Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics revealed high lead impedances. Reprogramming was unsuccessful. Surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgery to explant and replace the lead. Effective stimulation was restored postoperative.